Event description:
Procedure: ladg - lap assisted distal gastrectomy. Reportedly, while using the device the tissue sticks to the jaws. Blood loss which was less than 500ccs occurred so another ls1100 was used to seal the tissue. There was no report of patient injury.